Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to a low blood glucose (bg value not provided). No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.